Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired and then locked up. It fired an open clip. The clip fell in abdominal cavity and was retrieved. After firing the open clip, it locked up. They opened a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.